Event description:
The device was used during a total gastrectomy procedure. Reportedly, the suture disengaged. The hospital has reported no pt injury occurred.

Manufacturer narrative:
The reported condition has been confirmed; however the exact cause could not be reliably determined. In an effort to continually improve product, co has implemented corrective action to prevent this occurrence.